Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 552 mg/dl, diabetic ketoacidosis, and vomiting. The customer was treated with an intravenous insulin drip, and was released from the hospital 3 days later with no permanent damage. Reportedly, an occlusion alarm occurred. Customer was using fiasp insulin. Tandem technical support educated the customer on insulin labeling. The customer reverted to novolog insulin and the reported issue resolved.